Event description:
Tech alleged that the brake pivot cam was not functioning on the right hand side of the bed.

Manufacturer narrative:
Tech found that the brake pivot cam was broken. Tech replaced the brake pivot cam to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.